Event description:
A malfunction was reported on a pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer had not faced similar issues in the past 24 hours and was assisted by technical support to reset the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump while contacting support if the issue reappears.